Event description:
Additional information provided by the surgeon indicates that event was unrelated to the iol delivery system. The patient developed cystoid macular edema nineteen days following surgery and was treated with anti-inflammatory drops. The patient's outcome is stable with continued improvement.

Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the capsular bag was torn by a haptic while inserting the lens into the eye using an iol delivery system. A vitrectomy was performed. Additional information has been requested.